Event description:
It was reported that during the implant procedure, it was not possible to pass through the lead with a wire. The lead became perforated near the tip. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation was perforated (stylet/guidewire). Damaged at implant. The full lead was returned and analyzed.